Manufacturer narrative:
Only the meter was received for investigation and was tested using retention test strips and quality control materials. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl results: level 1: 43, 42, 42 mg/dl level 2: 272, 296, 294 mg/dl all returned results are within acceptable range. No information was provided that would point to a cause for the discrepancy. A visual investigation of the meter was performed. There was an obvious mechanical impact visible on the strip port entry of the device. During the investigation, contamination was found within the housing.

Manufacturer narrative:
The meter serial number was (B)(6). The strips have been requested for return. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from the accu-chek inform ii meter. The comparisons were performed within 15 minutes. The result from the meter was 12.4 mmol/l. The result from the laboratory was 18.50 mmol/l. On (B)(6) 2023, the result from the meter was 7.0 mmol/l and the result from the laboratory was 10.52 mmol/l.